Event description:
Initially received info regarding complaint from medwatch form filed by facility. Director of nursing reports that on 12/15 the treatment was initiated without incident for this chronic hemo pt. Pt was reportedly checked after 45 minutes, b/p normal, nothing unusual noted. Approx 15 minutes later, the pt was found to be unresponsive. The venous line had become disconnected from the right subclavian permacath, the don states that the charge nurse reported to her that there was an ebl of more than 100cc but felt that the amount of blood on the floor "was not really a significant amount". Blood pressure initially normal but with a heart rate of 192. Allegedly, the pt then became hypotensive and respiratory arrested. Pt was then resuscitated and transported to the hosp via ambulance. Hct 36.3 hgb 11.0 on 12/10. Upon admission to ER, hgb 11.6. Diagnosis reported as "stroke". Pt remained unresponsive, brain death was determined and the pt was discontinued from life support on 12/17 and expired on this day. Actual samples were discarded on the day of the incident.